Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. The following day the pt resented with fever and pain in the right lower abdominal region; urinary tract infection (uti) was identified. Paracetamol was administered; one day post procedure, a suprapubic catheter was placed. Pt was discharged (B)(6) 2012; uti was reported to be resolved (B)(6) 2012. On (B)(6) 2012, the pt presented with a uti, oral medications were given (5 days). Additionally, the pt reported reduced volume and force of ejaculation, pain with ejaculation and retrograde ejaculation; reported to remain ongoing as of as of (B)(6) 2012.

Manufacturer narrative:
(B)(4).